Manufacturer narrative:
Product event summary: the full lead was returned. Analysis was performed and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced an arrhythmia, ventricular tachycardia (vt) and atrial tachycardia. It was noted that the physician thought the right ventricular (rv) lead to be fractured as the patient received an inappropriate shock on the t-wave which induced vt. The right ventricular (rv) lead was explanted and replaced. No further patient complications have been reported as a result of this event.